Event description:
It was reported that the patient suffered from a malfunction of the device based primarily on a right ventricular (rv) lead fracture. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The right ventricular (rv) lead referenced in the event description is being reported in the remedial action exemption report (B)(4). Concomitant products: 694965 lead (B)(6) 2006; 419488 lead (B)(6) 2008. (B)(4).